Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the patient's blood glucose measured hi (over 600 mg/dl) at 9:30am and he took 10 units of novolog. An hour and a half later his blood glucose measured 455 mg/dl. The patient took 10 units of novolog at about 6:00pm and at 6:55pm his blood glucose measured 374 mg/dl. Caller stated she attempted to feed the patient but he was unable to eat on his own or with assistance and he was not able to communicate and acted as if he he'd had a stroke. They contacted ems and they arrived 20 minutes later and measured the patient's blood glucose as 21 on the ems meter. Ems started an IV of 'sugar water' and within 2-3 minutes the patient was feeling better. The patient was transported to the hospital. It is unknown if the patient was admitted to the hospital or what treatment was given. Test strips in use at the time of the incident were expired. Requested return of suspect device and replacement was sent.